Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported that the system controller was not communicating with the vad (ventricular assist device) monitor over the white cable. The controller was tested with multiple monitors and compared with other controllers and it would not communicate. The white cable received power but was not communicating with monitor. The patient was reported to be doing well and was provided with a new system controller. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller unable to communicate with the vad monitor was confirmed. A review of the log files spanned approximately 29 days (28apr2021-26may2021 and 15jul2021, per time stamp). There were no notable alarms in the log file except for when the controller was tested at the vad center (including controller swaps) to confirm the communication issue. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook (rev c) instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook (rev c) section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use (rev b) section 8, ¿equipment storage and care¿ and heartmate ii patient handbook (rev c) section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.